Event description:
The balloon was positioned in the portion of the cavity where the tumor had recurred post resection. After surgery, pt presented with symptoms that were related to pressure on the brain. These symptoms included slow to wake up post anesthesia, speech impairment, and inability to stay awake. The pt did not receive brachytherapy.